Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received and the power confirmed to be correct as labeled, 21.0 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 4 weeks post operative due to the improper iol power implanted.